Event description:
Additional information received stating 2 t-connectors started leaking with administration of rapid blood administration, and t-connector started leaking with administration of flush.

Manufacturer narrative:
Received four (4) used a1129 smallbore pressure infusion (400psig) ext sets and one (1) used list#: unknown catheter mated to one (1) of the sets for inspection. A crack was observed on the female luer on three (3) of the a1129 sets. A crack was observed on the catheter mated to the one (1) used set with no crack. Each set was leak tested per product specifications. There was leakage from the cracks on each set. The reported complaint can be confirmed on three (3) of the returned used a1129 sets. The probable cause of the crack and subsequent leakage is due to a material issue on a vendor supplied part. The reported complaint could not be confirmed on the one (1) used a1129 mated to the list#: unknown catheter. The crack and subsequent leakage was on a non-ICU medical part. There were no defects or anomalies on the a1129. The reported lot history and a lot of the packaging was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Corrective actions are in process. Additional information in b5. D9 device returned to manufacturer on 3/6/2025.

Manufacturer narrative:
Section d1 - brand name: 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, clamp, nanoclave® t-connector (purple ring), rotating luer. The device is reported to be available for evaluation, however, it has not yet been received.

Event description:
The event involved 4 incidents where the 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, clamp, nanoclave® t-connector (purple ring), rotating luer devices leaked during patient administration of emergency medication/rapid blood administration on the same patient. The patient expired. The customer further reported that it was unclear if the connector couldn't handle the pressure from the rapid fluid devices.